Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be communicated with in (B)(6) 2010. The device was explanted and replaced.